Event description:
A ti-screw fractured and broke while inserting, leaving a portion of the anchor in the pt. The user did not pre-drill, awl or tap prior to insertion. Package insert warning number; 8. Do not excessive force when inserting suture anchors. Excessive force may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap.

Manufacturer narrative:
Eval summary: the user did not follow the recommended hole preparations as stated in the supplied directions for use. Tapping and/or striking the prod during initial insertion likely caused fracture in the anchor. The added stress from torquing without first predrilling a tunnel may have contributed to the failure. Prod eval: the anchor (predicate device) was inserted during initial testing. It was inserted into bone block in such a manor as to simulate implantation of the device; this is a standard method when submitting for 510k clearance from the FDA. The insertion method was repeated for the anchor in question. The anchor tip was impacted into a 20# sawbones bone block and then threaded into the laser line on the driver. The driver was removed and the insertion was compared to the predicate. No difference in the insertion of the anchor was observed, thus being able to draw the conclusion of equivalence during simulated use. In 2006, a CAPA was completed and field communication disseminated on the ti screw line of implants, due to small percentage of complaints. The root cause was found to be outdated surgical technique and that the package insert did not coincide. The verbiage was updated with hard bone cases in mind and now reads as follows, "excessive force (e.g., long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." This insertion method was completed as described in the attached document. No difference in the insertion of the anchor was observed, thus being able to draw the conclusion of equivalence during simulated use.